Event description:
A us distributor reported that a monitor failed a pulse test.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (overvoltage set) has been confirmed. Upon investigation, the monitor was unable to fire pulses. The failure was isolated to contamination on multiple components of the defibrillator and ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.